Event description:
The hosp reported that during preparation for a coronary bypass graft surgery, the heartstring seal cracked while loading the seal into the delivery tube. The second seal cracked after being deployed inside the aorta and while suturing the anastomosis. The "blood loss" was not acceptable and the surgeon used a side biter clamp to complete the procedure. No add'l pt complications were reported.